Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer addressed bg with a glucose pen and required assistance from emergency medical technicians to monitor bg levels. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.